Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Investigation conclusion: unconfirmed: bd was not able to confirm the customer¿s indicated failures. No root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that the plunger on the bd luer-lok disposable syringe with bd luer-lok tip "shattered" when attempting to administer numbing medication.